Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional via manufacturer representative regarding a patient having anterior cervical corpectomy of c5/6 and posterior cervical 3 to thoracic 1 fusion due to spinal stenosis. It was reported that set screw broke. Broken part of set screw was removed leaving final tightened portion implanted. The product was implanted on (B)(6) 2021 and broken part was explanted on same date. There were no patient symptoms/ complications as a result of the event.